Event description:
Upon a follow-up performed on (B)(6) 2014, the physician observed warning messages related to high rv lead impedance. He requires analysis and recommendations. Preliminary analysis confirmed the reported high rv lead impedance. The impedance and continuity curves clearly show a gradual increase of the rv lead impedance since (B)(6) 2013 (shortly after implant). The impedance measurements now reach values above 3000 ohm. The non-sorin rv defibrillation lead was designed to feature high impedance, as shown in the endotak user manual. However, such impedance increase (over 3000ohm) is unusual and remains unexplained at this point. No oversensing has been observed. Analysis of available information did not reveal any indication of a lead or connection issue. Sensing and pacing are not impacted.

Event description:
Upon a follow-up performed on (B)(6) 2014, the physician observed warning messages related to high rv lead impedance. He requires analysis and recommendations. Preliminary analysis confirmed the reported high rv lead impedance. The impedance and continuity curves clearly show a gradual increase of the rv lead impedance since (B)(6) 2013 (shortly after implant). The impedance measurements now reach values above 3000 ohm. The non-sorin rv defibrillation lead was designed to feature high impedance, as shown in the endotak user manual. However, such impedance increase (over 3000ohm) is unusual and remains unexplained at this point. No oversensing has been observed. Analysis of available information did not reveal any indication of a lead or connection issue. Sensing and pacing are not impacted.